Manufacturer narrative:
Qn#: (B)(4).

Event description:
The customer reports: it was difficult to remove the catheter; the user made a small incision in the patient's skin in order to remove the catheter. The catheter was removed successfully, and no harm to the patient occurred. After the therapy, the user checked to find two of plump areas on the removed catheter.

Manufacturer narrative:
Qn#(B)(4). The customer returned one, two-lumen cvc for analysis. Signs-of-use in the form of biological material was observed. Visual analysis revealed two bulges near the distal end of the catheter body. The larger of the two bulges was located directly before the proximal skive hole. Microscopic analysis of the inside of the proximal skive hole revealed an unknown material that appeared to be blocking the catheter body. This material appeared to build-up within the proximal lumen, which resulted in the bulging of the catheter. After dislodging most of the blockage from the catheter body, visual analysis revealed that the unknown material was white and had a powdery consistency. The bulges in the catheter body were located approximately 53mm and 84mm respectively from the distal tip; however, further analysis revealed that there was a continuous build-up of the white material which started approximately 51mm and ended 94mm respectively from the distal tip. The catheter body from the juncture hub to the blue flex tip measured 222mm, which is within the specification limits of 207mm-227mm per the catheter graphic. The catheter body outer diameter measured 2.40mm, which is within the specification limits of 2.36mm-2.46mm per the catheter extrusion graphic. The catheter body diameter measurement was taken in areas that did not have a bulge/blockage. After clearing the proximal lumen of the white material, a lab inventory syringe filled with water was used to pressurize both the proximal and distal lumens. The process of pressurizing the proximal lumen revealed two small leaks in the catheter body. No blockages or defects were observed when injecting water through the distal lumen. This indicates that the build-up of the white material was only located in the proximal lumen. The manufacturing facility was contacted as part of this complaint investigation. They indicated that "this has absolutely nothing to do with our manufacturing process. We are not using any powder like this here and also it is obvious, that it was not present on the catheter prior to insertion (it was difficult to remove the catheter so how it could be inserted if the defect existed before?)." The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit informs the user, "catheter tip must be located in central circulation when administering > 10% glucose solution, total parenteral nutrition, continuous vesicant therapy, infusates with ph less than 5 or greater than 9, and infusates with an osmolality above 600 mosm/l, or any medication known to be irritating to vessels proximal to the vena cava." The IFU also states, "flush each lumen with sterile saline solution, to establish patency and prime lumen". The report that the catheter body was bulging was confirmed through complaint investigation. Visual and microscopic analysis revealed a build-up of an unknown, white, powdery substance in the catheter, which caused the catheter body to bulge. The catheter body met all relevant dimensional requirements, and a device history record review was performed based on sales history and did not reveal any relevant findings. Based on the sample received, the report from the customer, and the comments from manufacturing, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: it was difficult to remove the catheter; the user made a small incision in the patient's skin in order to remove the catheter. The catheter was removed successfully, and no harm to the patient occurred. After the therapy, the user checked to find two of plump areas on the removed catheter.